Manufacturer narrative:
(B)(4). UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned tasp exhibits signs of repeated use and has fractured on the medial side. Device history record (DHR) was reviewed and no discrepancies were found. Identified the fracture was consistent with the tasp fractures analyzed in a zrm, which identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was returned worn and fractured. No patient involvement.